Event description:
Per the independent repair center, the customer alleged problem is the unit will not start. The key failure is the compressor is noisy. Additional malfunction is power switch, no alarm.

Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center. A follow-up will be sent if additional information is received.